Manufacturer narrative:
H4: the lot was manufactured april 22, 2020 to april 23, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity reported as ¿at least 1¿ 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was further described as leak coming from either the side seam or the seam where the spike port attaches to the bag. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.